Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks as well as anti-tachycardia pacing (atp) during multiple episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and recommended further review. No additional adverse patient effects were reported outside of electric shocks. Currently, the device remains in service.